Manufacturer narrative:
Device evaluation summary: device evaluations of electrode belt sn (B)(4) and charger sn (B)(4) have been completed. The reported problems ("add gel" messages in the absence of a prior gel release, unable to charge a battery) have been confirmed. Upon investigation, the electrode belt's cable connecting the distribution node to the rear therapy electrode was pulled from strain relief, and the battery charger/modem was unable to charge a battery. The cause for the electrode belt failure was isolated to the strained cable. The root cause of the strained cable was excessive force. The cause for the charger failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective electrode belt and charger.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages in the absence of a prior gel release. The distributor also returned charger sn (B)(4) and reported that it was unable to charge a battery.